Manufacturer narrative:
Device passed displacement test and self test. However, intermittent button response noted during testing due to broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.